Event description:
It was reported that this pacemaker recorded two signal artifact monitor (sam) episodes five days after the patient fell off a verandah and broke their arm. The patient is unsure if the sam episodes occurred the same day as their subsequent orthopedic surgery but will find out, get an x-ray and follow-up with their health care professional (hcp) in four weeks. There have been no lead issues to date - lead measurements are stable with no oversensing or noise with pocket manipulation or myopotential testing. Of note, the device is implanted superficially, and the hcp will make a decision whether to perform a revision procedure and implant the device under muscle. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker recorded two signal artifact monitor (sam) episodes five days after the patient fell off a verandah and broke their arm. The patient is unsure if the sam episodes occurred the same day as their subsequent orthopedic surgery but will find out, get an x-ray and follow-up with their health care professional (hcp) in four weeks. There have been no lead issues to date - lead measurements are stable with no oversensing or noise with pocket manipulation or myopotential testing. Of note, the device is implanted superficially, and the hcp will make a decision whether to perform a revision procedure and implant the device under muscle. No adverse patient effects were reported. Additional information indicates technical services (ts) was consulted and reviewed the sam events, one of which showed out-of-range impedance and noise detected consistent with external interference being oversensed for approximately 1.5 seconds. Ts recommended exploring external sources, such as surgery, as a possible source, in addition to continued routine, normal follow-up.